Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube uv flash transfer set leaked from a pin hole during peritoneal dialysis therapy. This event occurred during use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.